Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of 1200 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with manual injections. Customer also had food poisoning. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had alleged that insulin pump was under delivering. The insulin pump will be returned for analysis.